Event description:
During the procedure, when connecting the catheter on the carto3, all signals including intracardiac and ECG signals disappeared on the carto3 and on the ep recording systems. Physician performed mapping without the signals. After 10 minutes of use, error code 21 (unit build-in test failed) appeared. The procedure was continued by using another catheter. Procedure was completed without any patient consequence.

Manufacturer narrative:
(B)(4). During the procedure, when connecting the catheter on the carto3, all signals including intracardiac and ECG signals disappeared on the carto3 and on the ep recording systems. Physician performed mapping without the signals. After 10 minutes of use, error code 21 (unit build-in test failed) appeared. The procedure was continued by using another catheter. Procedure was completed without any patient consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. This device was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4).